Event description:
It was reported that the ventilator generated an alarm indicating low gas supply pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had low pressure issues while on patient. The reported ventilator has been investigated by the hospital¿s biomedical engineer. He has stated that it was not possible to find any leakage in the system, and that the ventilator works fine. No parts have been replaced as the issue has not been reproduced. No service was requested from getinge. Therefore, our investigation consists only of device logs evaluation and evaluation of incoming information. According to the provided logs, on the (B)(6) 2022 at 05:42:33 the ventilator passed the pre-use check before moving the patient to a new treatment place, the values were good as they meant to be. On the (B)(6) 2022 at 14:15:13 the patient was set on ventilation after about 9 hours from the successful pre-use check. However, no new pre-use check nor patient circuit test had been performed before starting the ventilation. During the ventilation, the ventilator alarmed for peep low, leakage too high, check tubing alarms directly after starting the ventilation which indicates a major leakage in the patient circuit. The logs show that a patient circuit test had been performed 8 minutes after the ventilator had been set to standby. It failed due to the inspiratory pressure being too low. On the (B)(6) 2022 at 09:39:55 successful patient circuit test followed by an internal leakage test were performed. The logs do not show any complete pre-use check after that until the (B)(6) 2023 as we requested to see the results from a completed pre-use check. Received logs show that performed puc passed all the tests according to specifications except the battery test as the remaining battery power was not sufficient for the test to be performed. It was not possible to reproduce the reported failure. The conclusion is that it was not possible to find any failure with the reported ventilator. The logs do not indicate any technical malfunction. However, we can see that there was a major leakage in the patient circuit at the time of event.

Event description:
Manufacturer's ref. #: (B)(4).